Manufacturer narrative:
(B)(4). H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. The complaint is confirmed through product review. A visual inspection of the returned item found it to exhibit signs of repeated use, was nicked/gouged, and the lateral features fractured off. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The device history records were reviewed and researched for deviations or anomalies, and one was identified for not displaying a full etch and was consequently scrapped. A previous CAPA investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for the use of the tasp construct for all persona users on file at the time of the field notice. Tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a clean-up process, the instrument was found to be fractured. No complications, injuries, or surgical interventions were required, as this malfunction was not indicated to have any patient involvement. It was reported that no further information is available.